Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) reported that all troubleshooting actions occurred on (B)(6) 2016. Impedance measurements were performed and it was initially determined that the left lead contacts 0 and 1 had abnormally high impedances: case <(>&<)> 0 was 4,325 and case <(>&<)> 1 was 3,117. The amplitude was increased in order to illicit side effects or benefit on each contact. The patient was dystonic and assessing benefit was challenging due to the lack of immediate benefit with stimulation changes in addition to the patient being difficult to communicate with due to her disease state. Side effects were seen, but intermittency of the side effects indicated a possible positional influence on the system integrity. Impedance measurements were then performed in multiple positions and a wide variability from normal to open on the various pairs indicated that the hypothesis regarding position affecting therapy was likely correct. In addition, it was noted that contact 3 went from a normal impedance of 884 up to greater than 3,000 ohms. They concluded that contacts 0, 1, and 3 were no longer viable. The recommendation was to avoid using these contacts in programming. However, the hcp indicated that per his original threshold testing notes, post-implant, contact 0 and 1 were in the target, but contact 2 and 3 were out of target and unlikely to provide therapeutic benefit. On the right side, the same troubleshooting methodology was applied. It was determined that the only contact that was out of range was contact 9. Contacts 8, 10, and 11 were within normal impedance range and produced capsular effect and expected amplitudes. The cause of the high impedances was unknown. A fall was previously reported, but it was unclear if this was the specific root cause. The high impedances were not resolved. The hcp would discuss options and next steps with the patient and family. The hcp late reported that no actions were taken to resolve the high impedances.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# va0wu6m, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0wu6m, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that an impedance measurement was performed and resulted in the following high impedances: c<(>&<)>9=7111 ohms, 8<(>&<)>9=9772 ohms, c<(>&<)>0= 4492 ohms, c<(>&<)>1= 3168 ohms, and 0<(>&<)>3= 4492 ohms. Group impedances were as follows: left=high; right= 2327 ohms. No symptoms were reported. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.